Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent up arrow button response due to the corroded keypad traces. No display anomaly was noted. The insulin pump had a cracked case at a display window corner, a cracked reservoir tube lip and a stained end cap sticker.

Event description:
Customer reports to have experienced button anomaly then received a button error alarm after a bolus delivery. Customer's blood glucose was 174 mg/dl. Customer was advised that insulin pump would need to be replaced. No further infomation provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.